Manufacturer narrative:
The download data from the received device does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No drive stalls occurred, and no hazard alarms were generated during pod operation. Inspection of the patient history buffer (phb) data found that the automated glucose control (agc) algorithm was able to appropriately adapt to changes to estimated glucose values (egvs) and user inputs. The investigation did not find any damages or deficiencies that would result in the device failing to deliver insulin.

Manufacturer narrative:
The download data from the received device does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No drive stalls occurred, and no hazard alarms were generated during pod operation. Inspection of the patient history buffer (phb) data found that the automated glucose control (agc) algorithm was able to appropriately adapt to changes to estimated glucose values (egvs) and user inputs. The investigation did not find any damages or deficiencies that would result in the device failing to deliver insulin. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone17.1 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient visited the emergency room (ER) with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 600 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported included unspecified problem of the patient's eyes and feet. The patient applied a second pod, which did not correct the patient¿s blood glucose levels, so therefore this was removed and the patient visited the ER. The patient was treated with intravenous fluids, and a third pod was applied. The patient was released the same day after blood glucose level began to drop below 300 mg/dl. This report is one of two pods reported to contribute to the medical event. The other pod has been reported in case (B)(4).